Manufacturer narrative:
The customer informed oscor the orange split cap that came off during use by the physician was not returned. The device was initially received by the customer with the other orange split cap on the device, and was removed for their own internal investigation. This is possibly how the damage/crack occurred. Adhesive was observed on the returned pieces (both the hub and orange split cap). Based upon the investigation, a corrective and preventive action has been initiated to address this issue. Oscor will continue to monitor this device for complaint trends and risk. The event will be re-evaluated if additional information becomes available.

Manufacturer narrative:
The customer informed oscor the orange split cap that came off during use by the physician was not returned. The device was initially received by the customer with the other orange split cap on the device, and was removed for their own internal investigation. This is possibly how the damage/crack occurred. Adhesive was observed on the returned pieces (both the hub and orange split cap). Based upon the investigation, a corrective and preventive action has been initiated to address this issue. Oscor will continue to monitor this device for complaint trends and risk. The event will be re-evaluated if additional information becomes available.

Manufacturer narrative:
The device was used in treatment. A review of the device history record identified two (2) rejects during manufacturing, for sheath out of specification against this lot number. A review of complaints against this lot number identified no additional complaints. The investigation for this event is in process. A follow-up report will be sent upon completion of the investigation. Additional information has been requested.

Event description:
A cp was placed for an ER patient in cgs. The cp was on auto and running when the rep arrived. The ICU check in was completed and then the patient was flown to the large center. The md and staff had stated that the oscor sheath separated during impella insertion and there was significant blood loss. A medtronic 14f x 28 cm sheath was used and the rep reminded the clinical team that a cp can only go through an oscor or cook 14f x 30 cm.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; as a result, the allegations against the device (bleed back) cannot be confirmed. The potential effect to patient for the reported failure may be related to: bleeding, prolonged intervention. The potential cause(s) for the reported failure, may be related to: improper overmolding, improper extrusion, damaged during packaging/transit. A review of risk for this failure mode identified the risk to be medium. Based on the investigation information, a CAPA is not required. Per qa inspection procedure, during in process inspection the introducer sheaths are 100% leak tested. In addition, the cap and seal are 100% inspected and an occlusion test is performed. The instructions for use (IFU) informs the user: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheter, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. In addition, the directions for use state inform the user to aspirate all air from the sheath valve assembly by using a syringe connected to the sideport. Flush the sheath with 5 cc of saline immediately before peeling the sheath away in order to minimize back bleeding.

Manufacturer narrative:
Returned device analysis reveals one 14f abiomed introducer sheath with the caps and hemostasis valve detached from the hub. There was evidence of adhesive present on the caps and hub post cleaning with enzymatic detergent and disinfectant. It was, however, difficult to conclude whether or not there was enough adhesive applied to the hub/cap of the introducer sheath post cleaning/disinfecting. There was also a crack in the side of one of the orange caps indicating that excessive force was applied to the sheath. According to abiomed introducer sheath in-process and final inspection: verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive. Qa performs this inspection on 100% of the product. The reason for return was confirmed, however, it is uncertain whether this issue was a manufacturing defect or end user damage. There were no manufacturing rejects or anomalies of this type recorded in the device history record. The introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical inspection.